Event description:
A positive blood culture vial was broken during removal from the hospital's bactec instrument. Although the technician was using forceps to remove the glass pieces from the instrument, a small glass piece punctured her glove and pierced her finger. The technician was referred to the hospital nurse for treatment. She received a tetanus shot and was prescribed antibiotics as prophylaxis due to the positivity of the culture. At a later date the antibiotic was changed due to the organism being resistant to the antibiotic originally prescribed. The tech did not have an identification for the organism that was isolated from the blood culture.

Manufacturer narrative:
Although the technician was wearing personal protective equipment and was using forceps, she was still pierced by the broken glass. She received a tetanus and antibiotics. No investigation regarding the bottle could be conducted due to the inability to retrieve a lot number of the broken bactec blood culture vial. No returns are received due to the nature of the complaint. Bd will continue to educate the customer concerning proper handling of bactec bottles and any breakage that may occur. Bd will continue to closely monitor this type of issue.